Manufacturer narrative:
Additional information: d4 expiration date and h4 manufacturing date added to record.

Manufacturer narrative:
A titan touch pump was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of epididymal cyst and pain, quality accepts the physician¿s observations as to the reason for surgical intervention. There are no clinical studies or literature to support a specific causal relationship between titan and epididymal cyst as a side effect. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to the patient having a right spermatocele (epididymal cyst) and the patient had pelvic and perineal pain.

Manufacturer narrative:
There are no clinical studies or literature to support a specific causal relationship between titan and epididymal cyst as a side effect. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.